Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device changeout procedure, this pacemaker began to pace but was not immediately auto-recognized by the programmer. Once the device was recognized by the programmer, the device was not sensing. It was noted that the patient had a sinus rate that was tracked in the echocardiogram (ECG). High out-of-range pace impedance measurements greater than 3,000 ohms were observed on both leads, however the physician chose to test the right atrial (ra) lead through the pacing system analyzer (psa) because the patient was pacer dependent. A second pacemaker was interrogated and tested with the ra lead successfully, and the procedure was completed with the second pacemaker. No adverse patient effects were reported. The attempted implant pacemaker will be returned for analysis.

Event description:
It was reported that during device changeout procedure, this pacemaker began to pace but was not immediately auto-recognized by the programmer. Once the device was recognized by the programmer, the device was not sensing. It was noted that the patient had a sinus rate that was tracked in the echocardiogram (ECG). High out-of-range pace impedance measurements greater than 3,000 ohms were observed on both leads, however the physician chose to test the right atrial (ra) lead through the pacing system analyzer (psa) because the patient was pacer dependent. A second pacemaker was interrogated and tested with the ra lead successfully, and the procedure was completed with the second pacemaker. No adverse patient effects were reported. The attempted implant pacemaker will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.